Event description:
Customer reported on ph capsule that failed to attach during bravo procedure. While placing the bravo capsule, the plunger didn't release and the capsule didn't attach.

Manufacturer narrative:
No pt injury has occurred following this incident.